Event description:
(B)(6) healthcare was notified of an incident involving a rollator by the provider who stated that the frame of the rollator broke while the end user was seated on it. There was no report or evidence of illness, serious injury or medical treatment associated with the complaint. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint. If any new information is made available, an update will be filed. There was no report or evidence of illness, serious injury or medical treatment associated with the complaint.